Event description:
Information was received from patient representatives regarding an implanted infusion pump for spinal pain indications. It was reported that patient services was contacted to review how to access therapy details. The reporter mentioned that, while connecting to the pump with the personal therapy manager (ptm), they experienced a 90% lag. The patient was currently in the hospital for knee surgery, so troubleshooting was no conducted and additional follow-up questions were not able to be asked. Patient services requested the callers call back when they had time to address the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.